Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) malfunctioned causing blood to flow back into the helium tubing.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4 a getinge field service engineer (fse) evaluated the unit and checked for each reported failure and could not replicate the reported issues. All internal chasse including pim area was cleaned, no blood drops or spots found. The unit passed all functional testing.